Event description:
The customer reported obtaining several 0.00 uiu/ml and erroneously low thyroid-stimulating hormone (tsh) results, below the normal reference range, for eleven patients involving unicel dxc 600i synchron access clinical system. The customer discontinued use of the instrument and performed a special clean and quality control (qc). Quality control recovered within the acceptable range except for hypersensitive tsh, which recovered at 0.00 uiu/ml for all levels of qc. The customer retested the patient samples on an alternate access analyzer and recovered tsh results within the normal reference range. The erroneous results were released out of the laboratory. Amended reports were issued to the hospital prior to the physician's review of the patients' initial results. There was no report of patient consequence or change in patient treatment associated with this event. During troubleshooting, it was discovered the customer had reused the tsh reagent pack that was originally loaded in a different access analyzer. The cause of the event was reagent pack sharing between two different access systems.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone and did not question system performance. The cause of the event was operator error.